Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the coronary diagnostic procedure was delayed. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the tube anode and cathode cable connections having a loose high voltage cable. The fse reseated the high voltage cable and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system generated the error message ¿x-ray not possible¿. No patient or user harm reported.